Event description:
It was reported that while on a patient, the anesthesia machine failed to deliver flow to the patient. The patient was removed from the anesthesia machine and ventilated manually. There was no patient injury reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.